Event description:
The donor was connected to the trima system prior to the time they should have been connected. They realized right away, clamped the line and disconnected the donor. A couple of minutes after the needle was removed the donor complained of chest tightness. She was taken to the emergency room. A chest CT was performed and the results were reported as "normal". The donor did not receive any other medical intervention. She was discharged from the ER in no apparent distress with resolution of the chest tightness. The donor stopped by the donor center following the event and is stable. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation: a service call was not placed as the trima system did not malfunction. The customer fully acknowledges that the incident was due to operator error and is not alleging a machine malfunction or deficiency. A review of the device history record for this unit showed no irregularities during mfg that were relevant to this issue. Root cause: operator error. Corrective/preventive action: the implementation specialist retrained the customer site on the hazards of attaching a donor to trima before prompted to do so. On (B)(4) 2009, the CAPA review board escalated this type of issue to full CAPA status. Several mitigations were implemented in the software including reducing the amount of air pushed out of the access needle during pump load and unload, modifications to the wording on the air evaluation pressure alarm screen to ensure the operator confirms the donor is not connected before opening the inlet clamp, modifying the air evaluation access pressure alarm to allow only one retry and to force the procedure to donor disconnect should this second attempt fail, and reduce the positive pressure for the needle line following an air evaluation access pressure alarm.